Event description:
Reportedly, the device was explanted at implant due to mitral regurgitation [because of central leakage 1+]. Patient underwent mvr in 2005 in the same hospital, same surgeon and a perimount plus 6900p29c, was implanted. Patient suffered from a post-op fever (suspected endocarditis) and apparently this attacked one of the bioprosthesis leaflets. Patient referred for redo surgery, because of aortic and mitral insufficiency. Magna mitral 7000tfx27 was implanted as a replacement. On tee, there was central leakage (+1). The surgeon confirmed that they did wait for the ventricle to be filled as they do have experience with perimount mitral valves. Both the surgeon and cardiologist found the central leakage too important to leave, particularly because this was already a redo surgery and the patient still has a fairly good life expectancy (no comorbidities). Surgeon then implanted a mosaic mitral 29mm. No additional information was provided. Device to be returned for evaluation.

Manufacturer narrative:
Device not returned.

Manufacturer narrative:
Device evaluation: slight indentations in the free margins of leaflet 1 and 2 are detected at commissure 2; suture tack is detected at the described area. The findings suggest that a suture most likely looped over commissure 2. No other inconsistencies detected. X-ray additional information: the event was reported to our sales manager. An operative report was received; however, it is not in english. The description of the event is the translated version of the customers report. This revent was determined to be reportable per edwards lifesciences procedures. The device history record (DHR) review is completed and this device passed all manufacturing and sterilization inspections with no nonconformance. Device was returned for evaluation. The evaluation has been completed and the customer has been informed of the evaluation results by customer letter.

Manufacturer narrative:
Device evaluation: evaluation summary attached: 2009 research and development concluded with the following: this valve was reportedly explanted at implant due to ¿mitral regurgitation¿ and ¿central leakage (1+)¿, which is not confirmed by edwards¿s standardized functional tests. No echo recording was provided, so the valve behavior in vivo could not be verified. The small amount of leakage measured appears to be non-central and is 4 times lower than the 15 % considered acceptable in this size by iso 2005. The non-central leakage is typical for this type of bioprosthesis during implantation; but should be reduced to a negligible level after the administration of protamine to reverse the effects of heparin. The presence of small creases and marks on the leaflets near commissure 2 indicate the possibility of interference with the native mitral apparatus and/or a possible low-tension suture loop. Additional information: a follow up letter was sent to the customer with the r&d results and formal report. No additional information is available.